Event description:
It was reported that during a surgical procedure at the user facility the device projected micro debris of iron dust into the mouth of the patient resulting in small black spots inside the cheek. The inside of the mouth was brushed but some debris remained inlayed in the oral mucosa. The procedure was completed successfully without a delay. During testing at the manufacturer's facility, the device overheated. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.